Manufacturer narrative:
The device was not returned for evaluation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the device was manufactured. Although the device was ultimately not returned to olympus for evaluation, the issue reported by the customer was evaluated as plausible. According to the event description, the tip of the sheath was broken. It could not be determined whether there was advanced wear and tear or pre-existing damage. Furthermore, it could not be determined whether the final damage was triggered during a procedure or reprocessing. The cause for the reported issue is very likely improper handling by the user. However, a definitive root cause could not be established. Before using the product, the warning notices in the instructions for use (IFU) should be followed to ensure a faultless condition of the product. See especially chapter 4: ¿warning. Infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing. Inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion; -- no dents; -- no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning. Risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported during reprocessing they identified the ceramic tip of their resection sheath, 8 mm, for 8.5 mm/26 fr. Outer sheath device was broken from falling and improper handling of the head nurse. There were no reports of patient or user harm or procedure associated with this event.